Event description:
I have had almost all of the symptoms of breast implant illness for the past year or so. I have textured mentor implants. They have been in since 1998. I have been ruled out for every other disease in the book. I have had MRI's, CT scans, ultrasounds, echocardiograms, EKG's etc. Everything within normal limits. I then looked up illness related to saline implants that are textured. I have many, many of the symptoms.